Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer knob was turned to secure the arm, but it was inactive and unable to use. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A package was returned to maquet cardiac surgery which contained the un-opened/un-used parts of the device. The component part (acrobat stabilizer), which is the subject of the complaint was not returned. The acrobat stabilizer was disposed at the hospital because it was used on the patient with infectious disease. However, the other component parts such as the tubing set and the canister were returned to the factory still contained in the original packaging un-used. Upon inspection, they appeared in good condition with no signs of clinical use. No visual defects were observed. Based on the information received and the results of the investigation, the reported failure mode " mechanical issue" was not confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer knob was turned to secure the arm, but it was inactive and unable to use. The hospital did not report any patient effects.